Event description:
It was reported that this right ventricular (rv) lead output was set to auto at 3.5 volts, which is outside the typical rv threshold range of 1.0 v to 1.4 v. This suggests that the rvac possibly detected a loss of continuity (loc) after the test was completed and subsequently drove the output voltage up to 3.5 v. The issue will be discussed further with the physician. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).